Manufacturer narrative:
Internal file number - (B)(4). Correction: d6: implant date changed to na as the stent was returned; therefore confirming the stent was not deployed. D10, h3 - the device return status changed to yes. H6: method code 4114 was removed. Evaluation summary: a visual and functional testing was performed on the returned device, and the reported tip separation was confirmed. The stent was not deployed. The investigation was unable to determine the cause for the reported tip detachment. It may be possible that during the advancement or positioning, the tip became stuck against the anatomy and/or other devices used resulting in the tip separation; however, this could not be confirmed.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: there was no resistance during advancement. The stent was not released or deployed because the tip detached and the catheter was completely withdrawn. The tip was not retrieved and remains in the anatomy. A new stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: internal file number: (B)(4). Concomitant medical products, device evaluated by MFR correction: device status changed from yes, returning to no, not returning the incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. Potential causes for tip detachment include, but are not limited to, mishandling during preparation, anatomical conditions, withdrawal technique, incorrect vessel sizing, and incomplete stent deployment prior to withdrawal, inadequate pre-dilation of the target vessel, manufacturing, or materials. To ensure that a tip detachment does not occur due to a product deficiency, all supera self-expanding stent systems, and subassemblies are visually inspected at multiple locations throughout the manufacturing process. Additionally, pull testing is performed at sufficient sample rates from each lot to trend the bond strength. The investigation was unable to determine the cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the tip broke from the supera self-expanding stent system. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 1829 not labeled 2687 not labeled. Internal file number (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
The following additional information was received: the date of the procedure was (B)(6) 2018. The procedure was to treat a lesion in the infra patellar region. The ogive [tip] of the supera self expanding stent system separated from the delivery system during use. It is unknown if the stent was deployed. The tip was not removed during the procedure and the patient experienced a fibular artery embolization. A new, same size supera stent was used to complete the procedure. No additional information was provided.